Manufacturer narrative:
Date of report: 06/06/2019. Date received by manufacturer: 0614/2019. Failure analysis on the returned touch screen shows that no fault found with the touch screen. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 28jan2019. Multiple attempts were made to obtain information on the repair/service of the device and information on the reported event that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15mar2019. Information was received that the philips service engineer (se) inspected the device and fount the touchscreen was not sensitive. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.